Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed from the customer that the issue was related to internal information technology (it) which had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server there were intermittent issues logging on to the bd enterprise system. The customer logged on to the bd enterprise server through our citrix storefront. When he clicked the application in paragon to launch it, an excel sheet would open and sometimes prompt him to enter connection details. At other times, the system would freeze on the excel sheet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.